Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to get a device history record, as the serial number of the device is unavailable. Clinical assessment concluded: it was reported that a male user's left hearing aid was not working, and once he took it out of the ear, the receiver came apart and left the dome and part of the receiver inside the ear. It is unknown if he sought medical help to remove it, or was able to do so himself. The receiver was discarded and replaced immediately after the event. No further symptoms were reported. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Investigation and corrective actions are contained within an existing CAPA, effectiveness review has been performed and accepted. The CAPA is closed. It has not been possible to do an investigation of the actual device, as the device was discarded and therefore not returned to the manufacturer. Risk assessment concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a generally known risk and is deemed to be acceptable. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2023 on 23jan2024 it was reported that a surefit3 has separated where the top and bottom housing of the receiver meets. The user, male of unknown age, had sensed that the hearing aid was not working, and upon taking the receiver out of his ear, the dome and part of the receiver was left inside the ear canal. The piece stuck in the ear had to be removed, it is unknown how it was removed, and by who. No harm or injury to the patient reported. The hearing care provider ordered a replacement reciever for the user. The receiver was discarded after the incident, therefore the serial number is not available to the dispenser. No further information expected.